Event description:
It was reported that after the powerpicc was placed in the patient via the right basilic vein, esophageal cancer operation was performed. An x-ray examination was performed after the operation, and the catheter was found to be bent at about 2.5cm. In addition, blood could not be aspirated when checking the catheter patency. Therefore, the physician tried to re-align the catheter by inserting a guidewire of another manufacturer under x-ray. However, the guidewire tip seemed to be at abnormal position. In addition, when contract medium was infused, accumulation of contact medium was observed at bent part of the catheter. From these situations, the operator suspected that the catheter had been migrated into azygous vein, and it was accidently cut together with the azygos vein during the procedure of the esophageal cancer operation. After reconfirming the catheter tip position by CT examination, the broken catheter segment was removed by thoracoscopic surgery. There was no reported patient injury. Additional information received 04/22/2020: the catheter was broken into three segments. However, one of two broken parts was allegedly cut intentionally during removal procedure. Only the distal tip segment was accidental broken part.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter was received in three segments which shared complete breaks between the 43cm and 44cm depth markings and between the 44cm and 45cm depth markings. Metal clamps were attached to the catheter on both sides of the distal fracture. Microscopic inspection the shared break sites revealed glossy striations consistent with sharp instrument cuts. The catheter shaft was flattened by the clamps around the distal fracture. Inspection of the rest of the device was unremarkable. All of the fracture features were consistent with sharp instrument cuts. These features comport with the event description which indicated that one fracture occurred when the catheter was accidentally cut during a procedure. A second intentional cut was reported to have occurred during device removal. Per the event description, the catheter may have migrated to the azygos vein following placement, leading to catheter damage during azygos vein bisection as part of an intentional procedure. No catheter defects were observed during evaluation that would have contributed to device migration to the azygos vein. Factors such as patient anatomy, placement technique and device/vessel selection may contribute to migration to the azygos vein. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the powerpicc was placed in the patient via the right basilic vein, esophageal cancer operation was performed. An x-ray examination was performed after the operation, and the catheter was found to be bent at about 2.5cm. In addition, blood could not be aspirated when checking the catheter patency. Therefore, the physician tried to re-align the catheter by inserting a guidewire of another manufacturer under x-ray. However, the guidewire tip seemed to be at abnormal position. In addition, when contract medium was infused, accumulation of contact medium was observed at bent part of the catheter. From these situations, the operator suspected that the catheter had been migrated into azygous vein, and it was accidently cut together with the azygos vein during the procedure of the esophageal cancer operation. After reconfirming the catheter tip position by CT examination, the broken catheter segment was removed by thoracoscopic surgery. There was no reported patient injury. Additional information received 04/22/2020: the catheter was broken into three segments. However, one of two broken parts was allegedly cut intentionally during removal procedure. Only the distal tip segment was accidental broken part.